Manufacturer narrative:
Analysis synthesis: - analysis of the provided expertise files did not confirm the reported behavior, as no programmer activity was observed on (B)(6) 2023. - therefore, the root-cause of the reported issue could not be determined.

Event description:
Reportedly, the programmer screen froze and it was difficult to use the touch screen.

Event description:
Reportedly, the programmer screen froze and it was difficult to use the touch screen.